Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Certain® 4, 5, 6mm(d) implant driver tip - long (iipdtl) was returned for investigation. The unknown implant was neither returned or identified. Visual inspection of the returned product identified wear about the implant engaging surface of the driver. The o-ring is pressed slightly inward. Functional testing was performed for the returned product and it was determined the driver assembled with mating implants, however it did not retain properly, dropping the implant to the floor when tested. Appropriate documentation was reviewed and the following information was identified: instsm rev e 08/18; no-touch tm delivery of certain® internal & external hex connection tapered implants. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the iipdts dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Complainant reported that the driver got stuck with the implant during a surgery and did not disengage. Doctor tried with the two drivers and finally changed to a new driver and could finish the procedure. The complaint as reported could not be confirmed and functionality of the implant could not be verified with the information provided. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report. Date received by manufacturer. Type of report, follow-up number. Follow up type. Device evaluated by manufacturer: change ¿no' to 'yes.' Device manufacture date. Evaluation codes.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: date of this report. Date received by manufacturer. Type of report, follow-up number. Follow up type. The following sections have been corrected: reported device manufacture date. Should have read unknown / not provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the iipdtl driver would not disengage from the implant. A new driver was used to complete the procedure.